Event description:
It was reported that the battery expired in 9 months. The physician believed this to be non-normal battery depletion and that something was wrong with the neurostimulator. The device was implanted and replaced. There were no pt injuries.

Manufacturer narrative:
(B)(4).